Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the side rail slide bracket assembly was bent. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side rail slide bracket assembly to resolve the issue. Based on this information, no further action is required.